Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 22:43:58. During night drain cycle three, the patient's ultrafiltration reading was 1270 ml, indicating the home patient drained 970 ml more than their maximum programmed fill volume of 1500 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. Upon conclusion of the investigation, the cause remains undetermined. Should additional relevant information become available, a supplemental report will be submitted.